Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that the tip of the monopolar curved scissors instrument was cut off. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified in the prep area of the sterile processing department.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage. Both of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified in the prep area of the sterile processing department. The instrument was not used on the patient. The failure was related to the tip cover of the instrument. The damage was identified in the prep area of sterile processing department. There were no photos of the damaged instrument or accessory available for review; the arm was already sent to the company for review.